Manufacturer narrative:
Additional information: the reported event that the tip of the device was broken off was confirmed through visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure.

Event description:
It was reported that during testing conducted at the user facility, the tip of the device broke off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the user facility the tip of the device broke off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.